Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 3.5 cm cut line. The jaw of the reload was open. Staple pushers were visible at the 4.5cm cut line. The proximal sutures were cut properly. The distal sutures were returned intact. The reinforcement materials were cut at the 3.5cm cut line. Staple pushers on the proximal side were pushed back to the cartridge. It was reported that the device was not firing completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the video assisted thoracoscopic right lower lobe partial resection (interstitial pneumonia), on partial resection of the right lower lobe, the handle used for 1st - 2nd firing was powered handle and manual handle for the 3rd firing. The firing stopped halfway (the indicator showed zone 2 before firing but the excessive force was displayed midway through the firing and the firing stopped. For the third firing, manual handle was used and firing was attempted but the handle got stuck and the knob returned in the middle of the firing. Since the third firing could not be done, another stapler from different manufacturer was used, and started firing at a position further away from the tumor than the third firing. The instrument was fixated into the tissue and was removed. There was an unexpected tissue damage and tissue defect as a result. The incision range was set to cut a large site where the firing stopped midway. It was also noted that the manual handle was damaged.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n4b2087y) sigpshell, sig power sigpshell control shell, (lot #n3l2038y) egiaushort, egiaushort endogia ultra univ sht stap, (lot #p3h1232) sigphandle, sig power sigphandle handle, (sn: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #n4b2087y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.